Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the entire drawer 3 had not detected on bus. A field service engineer (fse) found the station with a solenoid that was not working, and the plastic inside the solenoid that held the plunger had melted, making it difficult to remove the plunger. The fse replaced the solenoid, as well as the full-height controller board and the full-height pyxis module controller board. The station was rebooted, and the fse waited for the firmware updates to complete. After the update, the drawer was detected, and the customer was able to inventory the drawer with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire aux drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.